Event description:
It was reported by a customer in the USA that, during patient use, an 540 ventilator stopped cycling. The patient was transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
The evaluation and repair of the unit is expected to be performed by a covidien customer support engineer (cse). However, it has not yet begun. (B)(4).